Event description:
It was reported that the right atrial (ra) lead dislodged and was dangling through the tricuspid valve. It was noted that the patient had used their arm to push up off of a chair, and around that time there were changes to atrial sensing and thresholds. The lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.